Event description:
Report rec'd of the pump immediately alarming "low battery" and ceasing delivery when unplugged from wall outlet. The pump was infusing an unspecified solution at 22ml/hr. It was reported that the pump alarmed with a "low battery" alarm. The staff reportedly plugged the pump into the wall outlet, and the pump functioned without incident. There was no reported adverse pt event or harm. Though requested, there was no further info available.